Event description:
It was reported that pump declared a cartridge change error. Customer¿s blood glucose level was displayed as "high", although specific value was unknown. Customer treated high blood glucose with a correction injection using manual injections. During troubleshooting, the customer accidentally damaged the gasket around the rack pushrod which would have impacted pump functionality. Reportedly, customer reverted to an alternate method of insulin therapy.